Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on december 8, 2021.

Manufacturer narrative:
This report is submitted on 03 dec 2020.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.